Event description:
A company representative attended a surgery where the surgeon intended to either move the generator to a new pocket or to clean out the existing pocket due to infection (reported in MFR#1644487-2018-00297). During the surgery, the surgeon removed the generator and unscrewed the lead. With the screw and septum plug untightened, the surgeon moved the generator to a different pocket. When attempting to reattach the lead to the generator, he found that the "small washer where the screw goes in (septum plug)" had fallen off the generator. The surgeon was able to find the septum plug again and attempted to screw in the pin again, but the set screw had also fallen out. The surgeon therefore replaced the generator and implanted a new one. The surgeon performed the surgery and implanted a new generator on the left side (new pocket). No other relevant information has been received. A review of device history records of the generator shows that no unresolved non-conformances were found.

Event description:
Set screw was not returned. The header septum cavity meets specification requirements. The septum was cored; suggesting damage caused by multiple insertion attempts. Further damage to the septum was observed indicating the set screw was back off to far into the septum and may have been the contributing factor for the ¿detachment of component(s) septum plug¿. With the exception to the cored center and damage caused by backing off the set screw to far, the septum meets specification requirements. There were no dimensional issues with either the generator header septum cavity, or the septum itself, which would have contributed to the septum dislodgement during an attempted implant procedure. There were no performance or any other type of adverse condition found with the pulse generator.